Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left superficial femoral artery with mild tortuosity and calcification. The 6 x 40 mm foxcross balloon catheter was prepared per the instructions for use and advanced to the target lesion. The foxcross balloon was advanced without issue and inflated (mixture of 50% saline and 50% contrast media) to 8 atmospheres (atm), but then would not inflate further and the pressure decreased immediately. The pressure was increased again, but decreased immediately. Leakage from the balloon was observed on x-ray, as contrast media was leaking out of the balloon. Negative pressure was applied to the balloon for deflation, and blood was seen coming into the syringe. The foxcross balloon catheter was then removed from the anatomy and the target lesion was then successfully treated with a new foxcross of the same size. The final result was very good. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: terumo 0.035; sheath: terumo 5f 10cm sheath; other: medtronic indeflator , syringe. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.